Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus is under investigation for the cause of this phenomenon. Olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. Please cross reference the associated complaint files: MFR report: #8010047-2015-01022.

Event description:
Olympus was informed that during colon polypectomy, the burnt area of the patient's colon was wider than expected in the combination with the subject device and the psd-60. The patient felt pain at that time and blood loss volume was more than usual. The facility treated bleeding with a clip. The patient is reportedly doing well.

Manufacturer narrative:
The wire of subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The wire of the subject device had nothing abnormal detected. As the result of checking the manufacturing record from (B)(6) 2013 to (B)(6) 2014 because the lot number of the subject device was unknown, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the evaluation of the subject device and the similar cases in the past, the event might be caused by the user handling or the condition of the patient. The instruction manual of the subject device already states; always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in perforation, bleeding or mucous membrane damage. Cross reference MFR. Report number: 8010047-2015-01022.